Event description:
It was reported that during an angioplasty treatment procedure, a guide wire distal tip detachment occurred. Vascular access was obtained via right femoral artery. The target lesion being treated was located in the right coronary artery. When the physician was torquing a lot of 185cm kinetix plus guide wire, the tip of the wire fractured. A little portion of the wire was left inside the patient's body and stented against the vessel wall. There was no attempt to retrieve the remained portion of the wire from the body. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. The core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The remaining hts measured 6.5" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a guide wire distal tip detachment occurred. Vascular access was obtained via right femoral artery. The target lesion being treated was located in the right coronary artery. When the physician was torquing a lot of 185cm kinetix plus guide wire, the tip of the wire fractured. A little portion of the wire was left inside the patient's body and stented against the vessel wall. There was no attempt to retrieve the remained portion of the wire from the body. No patient complications were reported and the patient's status is fine.